Manufacturer narrative:
A single used d1000 tego was returned with confirmation evidence of internal leakage. Leak testing confirmed an internal leak. Subsequent disassembly revealed that the source of the leakage was a puncture typical of access with a sharp instrument such as a needle. The probable cause of the leakage is typical of access with a sharp object such as a needle during use. The direction for use states: do not use needles or caps on tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego connector that was placed on (B)(6) 2021 where it was reported that it leaked after connecting to the catheter, then to the machine and drawing blood, and another one after a new line set had been installed connecting to the arterial blood line. A total of 2 tego connectors were leaking in a row. This was the first dialysis of the week and the tego was just changed. There was a blood loss of 300ml for the entire line set and the status of the patient after the incident was stable. There were no treatments performed with tego before the problem occurred and it was removed immediately after it leaked. There was patient involvement but no patient harm. This is the first of two events.